Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 300cc and experienced deflation on the left breast implant and bilateral capsular contracture with baker grade iii. The deflation was confirmed by physical examination. As a result, the patient underwent removal of the implants on (B)(6) 2019. This is for the right side implant, see manufacturer report number 1645337-2019-08773 for contralateral prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient¿s age and date of birth were reported incorrectly in the initial report. These fields have been updated. Additionally, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).